Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that during a treatment the laser switched off. After restart, the treatment was continued. There was no pt harm. Add'l info has been requested but not received to date.